Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2018, boston scientific reported this system was exhibiting noise on both the ra and rv channels. The noise was oversensed, but did not result in asystole. The noise dated back to (B)(6) 2017 and there had also been a slight decrease in pace impedances. The device was reprogrammed to vvi 60. On (B)(6) 2018, it was reported that both ra and rv leads are fractured, suspecting clavicular crush. Atrial lead broke in (B)(6) sometime because they changed to vvi 40. The rv lead broke sometime after that and was discovered sometime in (B)(6) when patient was in clinic for another medical procedure. Lead revision was scheduled. No adverse patient affects. No symptoms reported by the patient.

Manufacturer narrative:
It was reported on 15-jan-2020 that this lead was fractured. Lead was capped.